Manufacturer narrative:
The returned device analysis confirmed the reported leak and resistance on the lock lever cap. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information provided and the results of the device analysis, the reported leak and resistance appear to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during preparation of the clip delivery system (cds), a leak was noted at the lock lever. It was reported during preparation of the clip delivery system (cds) it was noted that the lock lever cap was not water tight. A leak came out of the lock lever. After trying to remove the cap and fix it again, the problem could not be solved. Water came out of the lock lever again. There was some resistance with the cap while trying to fix it. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.